Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: we are having major issues in CT and MRI. It leaks at the connection to the IV hub.

Manufacturer narrative:
H6: investigation summary: a photo received and verified the customer's complaint of leakage. The set is clearly separated. Without a physical sample for investigation, the root cause remains unknown. If this type of failure occurs again, please provide the affected sample for investigation into failure cause. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: we are having major issues in CT and MRI. It leaks at the connection to the IV hub.